Manufacturer narrative:
Contact was not made with the customer to obtain add'l info regarding the event. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filled at that time. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated (B)(4) in order to determine root cause and will continue to be monitored.

Event description:
Customer called into customer service and stated the transformer for her pump in style breast pump was cracked in her hand and she can see inside it.